Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error occurred. Customer's blood glucose level was unknown. Customer stated that the settings were cleared and had been suspended for more than 4 hours. Customer was in auto mode and unable to enter auto basal. Customer did meet with his endocrinologist and was concerned that something was not working properly with his insulin pump. Customer declined transfer to help line. Customer reported that the screen there are little rainbow effect. Customer when receives the insulin flow block he change out entire sets and reservoir. The insulin pump will not be returned for analysis.